Event description:
A report was received that the patient was experiencing shocking sensation from the stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-110-02 (sn:(B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing shocking sensation from the stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.